Event description:
It was reported the tip of the cannula of this biopsy needle would not pass through an introducer guide during a biopsy procedure. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the cannula distal tip was burred. The device exhibited good function during cycle testing. A lot search was performed and revealed no other complaints to date on this lot number. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.